Event description:
Customer reports that the expiration date on the vial of strips reads 07/31/06. MFR has the expiration date as 07/31/04. No injuries reported. Requested return of suspect device and replacement was sent.